Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Medical product - unknown zimmer biomet pectus blu support bar catalog #: ni lot #:ni, unknown zimmer biomet pectus blu stabilizer catalog #: ni lot #:ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00247, 0001032347-2022-00248, and 0001032347-2022-00249.

Event description:
It was reported that the patient underwent surgery for the treatment of pectus excavatum approximately five (5) months ago. During the surgery, two bars and two stabilizers were implanted. Approximately three (3) weeks ago, the patient underwent a revision due to migration of the bars. The stabilizers were removed and the bars remain implanted. Additionally, it was reported that the patient had an infection and possible allergic reaction. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.